Manufacturer narrative:
Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00710. It was reported that the guidewire came out the side of the catheter.. The target lesion was located in the superficial femoral artery. A 150cm rubicon¿ 18 and a v-18¿ control wire¿ were selected for use. During the procedure, when the wire was being advance into the catheter, the wire came out of the side instead of the tip. And damaged that rubicon and the wire. The tip of the wire was noted to be kinked. Both devices were removed together and the procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.